Manufacturer narrative:
Internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory on 09oct2020. An investigation was conducted on 30nov2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was connected to a power cord and the power switch was turned to the "on" position. The device was able to be energized. The green indicator light did illuminate and the device provided energy to a reference hemopro device and extension cable. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) and s/n (B)(6) were working intermittently. During vessel ligation, power was being intermittently being delivered when ligating a branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was working intermittently. During vessel ligation, power was being intermittently being delivered when ligating a branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: g-4, g-7, h-2, h-10 correct b5 to reflect the corrected updated information corrected section d10 from: no to yes corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). Correction summary: product was returned on 09oct2020 but it was not reported on the initial MDR.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply (B)(6) and (B)(6) were working intermittently. During vessel ligation, power was being intermittently being delivered when ligating a branch. A replacement device was used to complete the procedure. The hospital did not report any patient effects.